Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had scratched screen on insulin pump. The customer¿s blood glucose level was unknown. Customer states pump had scratches on a screen and display was hard to see. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with scratched lcd window.